Event description:
The manufacturer received information regarding a reusable finger sensor. The manufacturer received information alleging patient passed away. At this time medical intervention was not specified. Additionally, the device has been scrapped. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.